Event description:
It was reported the asymptomatic patient presented prior to procedure. Upon interrogation, it was observed the right ventricular lead had a high capture threshold, decreasing sensing, and decreasing pacing impedance. The lead was capped and replaced on (B)(6) 2021. The patient was stable.